Event description:
It was reported that balloon issues occurred. A sterling balloon catheter was selected for use during intervention for angioplasty of the popliteal artery. After the balloon was withdrawn post deflation, it was noted that the shaft of the catheter was stretched out and the balloon and catheter were separated. No clinical consequences for the patient were reported, and the device was successfully removed from the patient.

Event description:
It was reported that balloon issues occurred. A sterling balloon catheter was selected for use during intervention for angioplasty of the popliteal artery. After the balloon was withdrawn post deflation, it was noted that the shaft of the catheter was stretched out and the balloon and catheter were separated. No clinical consequences for the patient were reported, and the device was successfully removed from the patient.

Manufacturer narrative:
Device eval by MFR: the returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks 37.4cm, 38.3cm, and 90.1cm from the tip. Microscopic examination revealed that the inflation lumen is stretched 26.6cm to 37.4cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm any device separation.